Manufacturer narrative:
The product was evaluated through manufacturing review, but the reported event was unable to be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Medical reports could did not provide any confirmation for the patient¿s current symptoms. Radiographic inspection identified that the tibial and femoral components were anatomically aligned, however, the patellar component was loose and displaced laterally to a lesser degree superiorly. The loose patellar component could potentially result in a sensation of instability and may result in soft tissue swelling. Previous investigation for this type of patella identified an issue with the patella pegs fracturing, resulting in loosening. Although the patella was noted to be loose on the x-ray, it cannot be confirmed if this failure mode caused or contributed to the reported event. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: regenerex 3-peg series-a patella, catalog #: 141358, lot #: 628580, vanguard tibial bearing, catalog #: ep-183560, lot #: 432710, biomet regenerex tibial tray, catalog #: 141276, lot #: 740400, biomet maxim finned stem, catalog #: 141314, lot #: 746780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03410, 0001825034-2018-03411, 0001825034-2018-03412, 0001825034-2018-03413, 0001825034-2018-03414. Remains implanted.

Event description:
It was reported that the patient is experiencing instability and swelling. Attempts have been made and no further information has been provided.